Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a perforation occurred. The lesion being treated was 100% occluded in the vein graft of the circumflex artery. It is noted that this is an off label use. The physician successfully direct stented the lesion with a taxus express2 8.8% 3.5 x 28 mm stent at 16 atms. However, after the demployment of the taxus stent a perforation had occurred. The physician then decided to deploy a jomed 3.5 x 16 mm stent to completely seal the perforation. No further complication was noted and the patient's condition is reported as "good."